Manufacturer narrative:
(B)(4) review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the device was lot and need replacement and once it was replaced. They needed a new battery no new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in pain due to not having a working device. No further complications noted or anticipated.